Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel digital display was blacking out with an alarm present due to a faulty printed circuit board. Additionally, the threads on the gas inlet were failing, causing a gas leakage to occur. There was also a faulty electropneumatic value, causing one of the pipes to leak. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the touch panel on his olympus high flow insufflation unit experienced a fault, darkening the display, during device reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board, the faulty gas inlet threads, and faulty electropneumatic proportional valve could not be determined. It is possible that the screw thread became defective due to repeated use, which may have resulted in gas leakage. Olympus will continue to monitor field performance for this device.